Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a reduced sensing value and increased capture threshold noted on the right ventricular (rv) lead. No action has been taken at this time and the patient was stable and will continue to be monitored.